Manufacturer narrative:
(B)(4) - the event no longer meets reportable serious injury criteria. Therefore, this event is not reportable.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an open recurrent ventral hernia repair procedure on (B)(6) 2010 and mesh was used. The patient experienced a large recurrent hernia which was confirmed by the physician. Additional information has been requested.